Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The distributor recommended replacement of the anesthesia control board. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that, during the preoperative checkout, the unit went into alt o2 mode. There was no report of patient involvement.